Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err281. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and failed; j3 is disconnected from the pcb and/or usb pin(s) are damaged. The receiver will not boot or charge. The receiver download and functional test cannot be performed due to receiver cannot boot up. The reported event of an error icon display was not confirmed. The root cause could not be determined.